Event description:
An engineer reported that a system displayed indicating "high power of the handpiece." The surgeon successfully completed the procedure by using a manual technique. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).